Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken toric joint a root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error e226 was due to electronic component problem as identified and the most probable cause of the broken toric joint was due to stress problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had scope communication error e226 during inspection for use. There were no reports of patient involvement.